Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record is for right side. Devise has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, two openings on the radius side assessed as surgical impact opening (shell thickness within specification) and other pattern one opening in anterior side assessed as smooth opening. Additional observations: creases are observed. Brown particles were observed on the shell. Stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported rupture. This record is for right side. Devise has been explanted and replaced.